Event description:
Attempt at PICC to r basilic and brachial veins. Could not advance the guidewire past about 4 cm before meeting resistance. Attempted cephalic x 1 and guidewire again only advances about 5 cm. On withdrawal of guidewire the flexible tip unraveled and showed some resistance on removal. Could not clearly determine if entire guidewire was removed so x-ray of rue for foreign body was performed. X-ray impression states, "there is a 2cm length of radiopaque foreign body in the soft tissues of the mid to lower humeral region which likely represent fragment of an 18 guidewire." Piccme company employee inserted the PICC line. They are a contract company for us. The person inserting the line has performed over 2,000 PICC lines.